Event description:
It was a catheter issue. When the catheter connected to the cable, there was no image showing. The catheter was removed, and a new catheter used. The new catheter functioned properly and displayed a image. The procedure was completed smoothly, and no injury to the patient.